Event description:
Following successful implant of the excluder bifurcated endoprosthesis devices, a type I endoleak was suspected at the proximal end of the trunk-ipsilateral device. An aortic extender was placed, which covered the right renal artery. In addition, a palmaz stent was placed inside the aortic extender and the trunk-ipsilateral device. A bypass graft was placed from the renal artery to the iliac artery to convert blood flow to the right kidney. At the end of the procedure, the physician determined that there was no type I endoleak, rather, a proximal flap along the aortic wall was causing extravasation of contrast near the device. There was no allegation of deficiency associated with any of the excluder devices used in this case. The pt was fine.